Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's mother reported that the customer had a low blood glucose value last week, had seizures, and passed out. Caller did not report a loss of consciousness or hypoglycemic shock. Customer was rushed to the emergency room. Caller did not specify glucose/carbohydrate intake. Caller declined troubleshooting. Pump was not used at the time of the low, seizures, and passing out. Pump had not been used for months prior to the event. Smartguard was not used. It is unknown if customer will use the pump again. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported hypoglycemia, loss of consciousness, hypoglycemic shock treated with glucose/carb intake, emergency medical service/ambulance/emergency room visit. The customer reported blood glucose value of 29 mg/dl. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) unomedical, unk_ngp, mmt-332a. Customer reported low blood glucose. No further patient complications were reported. No product return is required for unomedical. It was unknown whether the customer would continue the use of the pump. No product return is required for unk_ngp. No product return is required for mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.